Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1211, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1211) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further analysis of the prosthesis can be performed. Based on the information available, the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2019, a male patient received a pvs27 in aortic position. Pre-operative, the patient presented with atrial fibrillation. During the avr with perceval, atrial fibrillation ablation was also performed. On (B)(6) 2019, the permanent pm was implanted due to sinus bradycardia/sick sinus disease. The patient was discharged on (B)(6) 2019 with a good valve functionality. Based on the discharge information, the following complication is reported before discharge: ventricular fibrillation (runaway pacemaker).